Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's occipital (off-label) placement lead began to protrude through the skin. Consequently, the lead was removed and a new lead was implanted. Follow up identified the patient has healed.